Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm during manual prime. Customer was disconnected during prime. The insulin pump not bumped or dropped, no water contact. The drive support cap was not damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.